Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours they had experienced bleeding at the infusion site and noticed the pods needle had not retracted upon initial activation. The patients reported blood glucose level was 150 mg/dl. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly deployed and the needle failed to retract. Blood residue was observed on the adhesive pad. Damage was found on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. This issue resulted in the formed needle failing to retract and contributed to the reported bleeding/bruising. No other damages or manufacturing deficiencies were found during the investigation.